Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due to incidence of hyperglycemia. Per the patient he was having issues with high blood glucose for several weeks. He was brought to the hospital when his blood glucose was greater then 300 mg/dl. He was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.